Manufacturer narrative:
The insulin pump alarm during rewind due to motor encoder signal out of phase; unable to confirm motor error alarm, e32, and e70 alarm due to a35 alarm also, unable to perform any testing due to a35 alarm. The insulin pump was received with cracked reservoir tube lip and cracked case near the display window corners noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. Insulin pump was not able to rewind and also failed displacement test. After troubleshooting, customer was advised that insulin pump would need to be replaced.